Event description:
N/a.

Manufacturer narrative:
Tw (B)(4). Updated sections: b4, g3, g6, h2, h3, h6, h11. The device was returned to the factory for evaluation on 04/27/2026. An investigation was conducted on 04/28/2026. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the loading device. The delivery device was returned inside the loading device with the white plunger depressed and the blue safety lock off , which allows for the white plunger to be depressed. The delivery device was removed from the loading device with no physical or visual difficulties observed. The seal and tension spring assembly was not returned for evaluation. Measurements of the delivery device were taken; the inner diameter was measured at 0.196 inches, the outer diameter was measured at 0.219 inches (rm2036883). The length of the delivery tube was measured at 2.48 inches (mcv00004217). The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device as well as the evaluation results, the reported failure "fitting problem" was not confirmed. Reported lot # 3000487063 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) was unusable because the seal did not come out during setup. Apparently, it remained inside the loader and could not be removed. No contact with the patient. Pressed. The device does not touch the aorta because a seal remains inside. A substitute product was used, and the procedure was completed. There was no delay in the procedure, and no health damage to the patient.

Manufacturer narrative:
Tw (B)(4). The device has been returned to the factory and will be evaluated. A supplemental report will be submitted when the evaluation is completed.